Event description:
A customer reported a malfunction on their insulin pump, which resulted in their blood glucose level exceeding 500 mg/dl, registering as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support (cts) resolved the issue by sending a replacement pump to the customer, who acknowledged the instructions for returning the problematic pump and understood the steps for setting up the new device.